Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. The reported problem could not be reproduced. The main inlet was cleaned and the fuses were chanced as a precaution. The compressor was returned to service after successful functions and safety tests. Our conclusion is that the problem could not be reproduced. The cause for the reported problem is not known, as a result of the failure to reproduce the issue during the on-site investigation.

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor did not turn on. There was no patient involvement. (B)(4).